Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer loaded the cartridge with 200 units of insulin, the fill estimate gauge read +240 units. The customer went to sleep and upon waking, the pump had recalculated itself and the fill estimate reading was correct. There was no reported impact to the customer's blood glucose level.